Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer self trouble shot occlusions by changing out site or pump supplies to clear the alarm. Customer's blood glucose was greater than 200 mg/dl.